Event description:
The complainant has reported that a pt (age and gender unk) underwent an endoscopic retrograde biliary drainage procedure. The procedure involved the use of a bsc jag precursor guidewire device. It was reported that during endoscopic retrograde cholangiopancreatography "the guidewire was inserted into the target site with the cannula (olympus, swing tip). It was noted that there was a strong angle in the bile duct. When the gw was handled, the pebax coating detached into the systic duct." The detachment was left and the procedure was completed successfully using another device. The pt suffered no ill effects or complications as a result of this event and was reported to be in "stable" condition following the completion of the procedure. It was noted that "the doctor thought that the detachment was not an adverse effect to the patient". Moreover, the device was used beyond the date of its "expected life".

Manufacturer narrative:
The product has been received by the MFR, but an evaluation has not yet been conducted. The device history record was reviewed, and it has been determined that the reported lot met all specifications, and had no anomalies relevant to the reported complaint upon its release. The reported lot has not been involved in previous complaints. Further, the february 2007 15 month trend chart for the jagwire product family was reviewed and indicated no adverse trends for the product family. Additionally, the complaint alert limit was not exceeded. Because the evaluation has not yet been completed, we are unable to report a root cause for neither the reported failure mode nor the relationship between it and the cause for the event. Results of device evaluation will be provided in a follow-up medwatch report.